Event description:
It was reported that since the day of the call, the patient experienced an electrical shock through their entire body. The patient reported shocking down their spine whenever they moved their arm. When the patient stood up, moved their legs, or moved their middle finger, they received a shock. The patient stated that their device was off at the time of the call, and they felt like their device was "shorting out". The patient also has a pump implanted, but believed it was unrelated to this event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3587a, lot# n0031870, implanted: (B)(6) 2005, product type: lead. Product ID: 7439, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).